Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed an electrical reset message. Follow up with the patient's clinic indicated the device is still in use and the reset message is still present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) experienced another partial reset that was likely a bit flip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.